Event description:
I am a 64 yr old woman who had breast implants 20 yrs ago on (B)(6) 2003 by plastic surgeon dr. (B)(6). I had mild symptoms for years now and did not think it was the implants. The symptoms have gotten worse in the past several years and I believe my symptoms may be associated with the implants. Symptoms: muscle and joint pain, back pain, bulging disk since (B)(6) 2022, prior to that had hernia, neck and headache onset (B)(6) 2022, full body arthritis onset 1 yr ago, constant dry eyes in the past 15 yrs, dry mouth onset 2-3 yrs ago, hair loss onset 2020, brain fog since 2021 and fatigue that began 3 yrs ago. I have been going to pain management and physical therapy. I have an upcoming appointment with my primary care doctor, dr. (B)(6) 2023 for blood work to find out if symptoms are because of the implants and to discuss best course of treatment and possible removal of implants. Serial: (B)(6) implanted (B)(6) 2003. Reference report: mw5117468.